Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1 and 2 were jammed and also drawer 9 was not populating. A field service engineer (fse) opened up the back panel, found that the lights on the boards were not on, so shut the station off and replaced the module controller boards for drawer one and two. Also replaced module controller board for drawer 9 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower main, staff were unable to issue the item and drawer jammed. However, there were no delays or adverse events or injuries reported based on this event.